Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery without duplicating the report. Review of the device log found no evidence of the report. The battery well assembly and high-low current wiring harness were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device restarted itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.